Event description:
The customer stated that he received some test strips by mail. When he opened the new carton of strips, he found the cap open on the bottle and some of the test strips were loose inside the carton. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer did not provide any product info for the test strips or meter, so it was not possible to determine a manufacture date for either.